Manufacturer narrative:
The reported ipg and csl were received at cvrx for analysis. There were minor gouges and scratches observed on the ipg header which is not unusual for an explanted ipg. The cause of the scratches is undetermined but is likely the result of explanting and handling of the ipg. Light stains were observed which is not unusual for an explanted ipg as it must go through decontamination which uses chemical solutions. The cause of the reported event could not be conclusively determined. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2023. The patient reported soreness around incision area on (B)(6) 2023. When they woke up on (B)(6) 2023, the neck incision was warm to the touch and swollen. The patient did not report a fever. The patient was hospitalized on (B)(6) 2023. The patient was diagnosed with cellulitis. The pocket was flushed on (B)(6) 2023, and it was noted the ipg was free floating in the pocket. It was noted that the ipg had been sutured with two sutures at the initial implant. Cultures were positive for strep a. The pocket was irrigated again on (B)(6) 2023, and the ipg was replaced. The new ipg was placed sub-pectorally in an antibacterial pouch, a wound vac was placed and the patient was administered antibiotics. The patient was discharged on an unknown date. As of (B)(6) 2023, the wound vac had been removed as there was no further drainage from the incision, the incision site was healing, and the patient was doing well. An appointment was set for (B)(6) 2023 to assess if the antibiotics should be continued.

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Manufacturer narrative:
Analysis in progress. Cvrx ID# (B)(4).

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h11. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2023. The patient reported soreness around incision area on (B)(6) 2023. When they woke up on (B)(6) 2023, the neck incision was warm to the touch and swollen. The patient did not report a fever. The patient was hospitalized on (B)(6) 2023. The patient was diagnosed with cellulitis. The pocket was flushed on (B)(6) 2023, and it was noted the ipg was free floating in the pocket. It was noted that the ipg had been sutured with two sutures at the initial implant. Cultures were positive for strep a. The pocket was irrigated again on (B)(6) 2023, and the ipg was replaced. The new ipg was placed subpectorally in an antibacterial pouch, a wound vac was placed and the patient was administered antibiotics. The patient was discharged on an unknown date. As of (B)(6) 2023, the wound vac had been removed as there was no further drainage from the incision, the incision site was healing, and the patient was doing well. As of (B)(6) 2023, the patient was doing well. The physician did not consider the area to be infected, but antibiotics were continued. On (B)(6) 2023, the patient returned for an unscheduled follow-up and reported that they experienced swelling on their neck. An ultrasound was ordered and from the result there was no infection. It was believed that the site of the electrode was inflamed or irritated. The patients therapy was turned down to its previous setting before the inflammation occurred. On (B)(6) 2023, the patient reported that the swelling reduced. A follow-up appointment was scheduled for (B)(6) 2023 to reassess the swelling. It was believed that the swelling at the site of the electrode was an in-grown hair. On (B)(6) 2025, the patient experienced an infection that presented with a puss nodule at the neck site and swelling at the pocket. The patient was seen by infectious disease and the vascular surgeon, and it was decided that the patient was going to start antibiotics. The patient will remain on the antibiotics for the remainder of their life as this was a recurring infection. There was no plan for surgical intervention as the infection was superficial.

Manufacturer narrative:
Updated fileds: b4, b5, g3, g6, h2, h11 cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2023. The patient reported soreness around incision area on (B)(6) 2023. When they woke up on (B)(6) 2023, the neck incision was warm to the touch and swollen. The patient did not report a fever. The patient was hospitalized on (B)(6) 2023. The patient was diagnosed with cellulitis. The pocket was flushed on (B)(6) 2023, and it was noted the ipg was free floating in the pocket. It was noted that the ipg had been sutured with two sutures at the initial implant. Cultures were positive for strep a. The pocket was irrigated again on (B)(6) 2023, and the ipg was replaced. The new ipg was placed sub-pectorally in an antibacterial pouch, a wound vac was placed and the patient was administered antibiotics. The patient was discharged on an unknown date. As of (B)(6) 2023, the wound vac had been removed as there was no further drainage from the incision, the incision site was healing, and the patient was doing well. As of (B)(6) 2023, the patient was doing well. The physician did not consider the area to be infected, but antibiotics were continued. On (B)(6) 2023, the patient returned for an unscheduled follow-up and reported that they experienced swelling on their neck. An ultrasound was ordered and from the result there was no infection. It was believed that the site of the electrode was inflamed or irritated. The patients therapy was turned down to its previous setting before the inflammation occurred. On (B)(6) 2023, the patient reported that the swelling reduced. A follow-up appointment was scheduled for (B)(6) 2023 to re-assess the swelling. It was believed that the swelling at the site of the electrode was an in-grown hair. On (B)(6) 2025, the patient experienced an infection that presented with a puss nodule at the neck site and swelling at the pocket. The patient was seen by infectious disease and the vascular surgeon, and it was decided that the patient was going to start antibiotics. The patient will remain on the antibiotics for the remainder of their life as this was a recurring infection. There was no plan for surgical intervention as the infection was superficial. Around (B)(6) 2025, the patient presented to infectious disease with suspicion of a recurrence of the infection. On (B)(6) 2025, the patient device was explanted. Per the surgeon, the neck and pocket site looked infected and the root cause of the infection was unknown. Samples were sent for testing and the device was returned to cvrx headquarters. There was no plan to implant a new device.